Manufacturer narrative:
Evaluation was performed on the returned product and could confirm the customer complaint for warning error 06.

Event description:
During rf lumbar procedure, a warning 06 occurred with two devices and the case was cancelled. The customer tried a third probe and it worked fine, but the case was already cancelled.